Manufacturer narrative:
This medwatch report is being filed based on the report that the effusion may have been caused by the safari2 guidewire. It was reported that no product is expected to be returned for evaluation. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section, "when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation." Further information including media was requested; however, it was reported that there is no media available for review. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical conditions may have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that an effusion and cardiac tamponade occurred. An isleeve introducer was placed, followed by a dilator. After the dilator was removed, a kink in the introducer was observed. The dilator was re-inserted in an attempt to straighten out the kink. The lotus edge valve was then inserted. Resistance was encountered and ultimately, would not pass through the introducer. A second isleeve introducer was prepped and inserted. The same observations occurred, so the isleeve introducer was replaced with a lotus introducer. The lotus edge valve was successfully advanced through the lotus introducer. The lotus edge valve was then deployed. An effusion then began, but was not noticed until it became cardiac tamponade. The effusion was thought to have been caused by the safari2 guidewire or temporary pacing lead. Pericardiocentesis was performed and approximately 5 liters of blood was pulled and 4 units of blood was given. The site of the effusion could not be identified. It was reported that the procedure was successfully completed. The patient is stable and expected to fully recover.